Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that altitude alarm occurred. While the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿. However, a specific value was not provided. The customer changed pump supplies to address bg and cleared the alarm. The customer continued to use pump for insulin therapy.